Manufacturer narrative:
Synthes is unable to provide the MFR, PMA/510k number and/or the date of MFR as no product was returned and no lot number was provided. Without a lot number, a device history record review could not be completed.

Event description:
Pt status post t10 to s1 fusion with construct on (B)(6) 2011 had a post operative x-ray that showed the rod slipped out of the ti-matrix locking cap at s1. Pt returned to operating room (B)(6) 2011 and surgeon removed all the locking caps on the left side and removed the rod. Surgeon then inserted a new rod along with all new locking caps. Surgeon decided to add another screw and locking cap at t10. No screws were removed, only the caps. This is two of two reports for this event.